Event description:
Sigmoidoscopy was performed. Routine biopsies were taken. Large rent of the mucosa was noted. Gastroenterology consult performed intra-procedure. Concern of potential perforation given the appearance of biopsy. Patient with severe pain post procedure, requiring ER evaluation and hospitalization.